Event description:
Lifescan received a report that a pt experienced hypoglycemia while using a surestep meter. In 2001, pt experienced seizure attack and eyes rolled back at around 3:00 am. Paramedics were called and found pt's blood glucose 'dangerously low'. Paramedics treated pt on site and did not transfer the pt to hospital. No further info was provided. No allegations of harm have been made.